Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was performed. The patient had no adverse consequences.